Manufacturer narrative:
The roche service representative (rsr) noted foam on the reagent and replaced the bead mixer. The customer was not cleaning the sample and reagent probe as directed in product labeling. The maintenance schedule in product labeling states to clean the sample and reagent probe daily. The customer has not complained of any further issues. The investigation determined the event was consistent with a maintenance issue at the customer site.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay results for one patient tested on a cobas e 411 disk. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample due to the initial result being "abnormal." At 17:34, the patient's initial ca 19-9 result was 57.21 u/ml with a data flag. At 18:23, the patient's repeat ca 19-9 result was 35.98 u/ml. At 18:59, the patient's repeat ca 19-9 result was 36.49 u/ml. The ca 19-9 reagent lot number was 525452 with an expiration date of 31-oct-2022.